Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately at the distal tip. The distal end was completely detached from the main tube. The distal end was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, while using the tip up fenestrated grasper, the black carbon fiber shaft disintegrated during case causing the tip to shift to the side. An 8mm cannula was stuck on the shaft. The tip had to be removed with wire cutters to remove the cannula. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was reported that the instrument was inspected prior to use and there was not any damage noted. The wrist could not be straightened to remove the instrument and port sites did not need to be increased to remove the instrument. Nothing was left in the patient and the site cut the cables inside the instrument to allow for retrieval of the cannula.